Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The legal manufacture was able to confirm that the reprocessing steps were deviated from the instructions for use due leak occurred from right/left and upward/downward angulation control knob. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in gif-170 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the adhesive around the objective lens, the bending section cover, the adhesive on the bending section cover, and the connecting tube. There were no reports of patient involvement.